Manufacturer narrative:
During service repair, the service repair technician (srt) replaced the touch screen. The srt also replaced bus interface cable as a precaution and performed preventive maintenance (pm) inspection and verification/ release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the fsr: the ccm was observed to have a small nick on the touch screen. While inspecting the ccm, it was noticed that there is fluid intrusion in the ccm touch screen. Further inspection found the ccm finally became useless, as the pointer on the screen would stay in the same place no matter where you touched the screen. The fsr replaced the ccm with a loaner ccm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the screen had a nick / fluid intrusion on the central control monitor (ccm) and the perfusionist (ccp) was aware of the issue. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported issue was confirmed by the fsr. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed the cursor to function properly on all areas of the touch screen with the exception of approximately ¼ inch surrounding the damaged area. It is unknown whether or not the damage and fluid ingress contributed to the cursor issue. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Correction: the field service representative (fsr) reported that the pointer on the screen would stay in the same place. The reported issue occurred during preventive maintenance (pm) of the device.